Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no delivery alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power alarms, low battery alarms, failed battery test alarm, battery out limit alarm or finish loading alarm noted. The pump passed the delivery accuracy test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window. No physical damage to the battery cap was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 124 mg/dl at the time of incident. The customer's blood glucose was 374 mg/dl at the time of call. The customer declined to troubleshoot for high blood glucose. The customer reported that they received finish loading alarm, no delivery alarm and failed battery test alarm. Troubleshooting was done for failed battery test alarm. The failed battery test alarm did not recur. The customer also reported that the top of the battery compartment was cracked. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.